Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
During service at the manufacturer, the service technician was unable to duplicate the reported heat symptom, as the device was seized, but found it likely attributable to the internal corrosion observed during the device inspection.

Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.